Event description:
The customer reported that the device was freezing up. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.